Event description:
Information received that the head would not go up. No injuries reported.

Manufacturer narrative:
Technician found that the hydraulic system was not working correctly head and knee was not going up and hi/low was not going down. Replaced the hydraulic manifold to resolve this issue.